Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during set-up and inspection in the room for an unspecified procedure, and prior to the presents of the patient, the olympus flex deflectable videoscope exhibited a noisy image when connected and then became static. There was no patient injury reported, and no harm reported as a result of the event.

Manufacturer narrative:
Updated: d8, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported noisy and erratic image was confirmed. A definitive root cause of the issue could not be determined, however, the issue was likely the result of faulty circuit boards in the video connector and or a faulty charged-coupled device unit. Additionally, the device was found to exhibit an error 216 scope communication error. A definitive root cause of the error 216 issue could not be determined, however, the issue was likely the result of faulty charged-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.